Event description:
It was reported that during an right ventricular (rv) lead replacement procedure, visual inspection of this right atrial (ra) lead noted damage to the insulation. An attempt was made to gain access to place a new ra lead, however, access could not be gained through the subclavian vein. The ra lead was noted to have been performing satisfactory from an electrical perspective, so the physician elected to repair the lead with a lead cap to cover the damaged insulation. Lead testing demonstrated satisfactory function of the ra lead. The procedure was completed after three hours. No adverse patient effects were reported. This device remains in service.